Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, from 35% to 5%, and subsequently would not charge. The customer plugged the pump into a different outlet and the battery jumped to 45% and subsequently to 80%. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the current pump for insulin therapy.